Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the setscrew would not advance in the header. The device was attempted and not used. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.